Event description:
Consumer called that his meter is giving him a 16 mmol/l. He purchased meter in the us. No adverse event reported.

Manufacturer narrative:
(B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation, we determined this report should be filed based on the date of the complaint call.